Event description:
It was reported that the trial broke during surgery, while outside the patient. No pieces fell into the patient. The procedure was completed using a sn backup device. No surgical delay or injury to the patient was reported.

Manufacturer narrative:
H3, h6: it was reported that the trial broke during surgery, while outside the patient. No pieces fell into the patient. The procedure was completed using a sn backup device. The device, intended for use in treatment, was returned for investigation. Upon visual inspection, the reported failure mode could be confirmed. The trial ball head fractured in multiple areas. Scratch marks indicate excess mechanical stress applied through pointed tools and/or pliers on the complained device. It is likely that the device could not easily be removed from stem cone during surgery which led to the use of pliers and excess force in the removal of the trial ball head. However, there are no indications of material defects which could have led to the failure. No additional complaint with batch: a60979 was reported so far. A review of the production documentation for the batch in scope did not reveal any deviation from the standard operating procedure. The relationship between the reported event and the device was confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Based on the performed investigation, no probable cause can be determined due to insufficient information provided. Normal wear and tear through repeated is known to contribute to the reported event. No further actions are deemed necessary. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. S+n will continue to monitor these devices for similar issues. The returned device will be retained. This investigation is considered closed.